Event description:
It was reported that during a laparoscopic cholecystectomy procedure, two clips came out at the same time, then next one did not close properly. Pulled another device to complete the procedure. There were no patient consequences.

Manufacturer narrative:
(B)(4). Additional information: which firing of the device did this event occur on? Unknown. What vessel or structure was the device fired on at the time of the event? Either the cystic duct or artery. Was the clip fully advanced into the jaws prior to firing? Unknown. Was there any torque or twisting of the device present at the time of firing? Unknown. Was any unexpected resistance felt while firing the trigger? Unknown. Were any unexpected noises heard? If so, when? Unknown. Did anything unexpected happen prior to this incident? Unknown. Was the device fired after this incident in or out of the patient? Unknown. The analysis results found that the device was returned in good visual condition.  In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.